Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings:evaluation revealed that there was no power on resets recorded in the black box. The pump was exercised for 24 hours battery was removed for 23 hours , time and date did not reset to default. The pump was open to investigate and the bt1 component was found to be leaking but still able to hold a charge. A crack along the battery compartment extending from the finger pad to the case seal was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 03/11/2014.